Event description:
Three days after percutaneous coronary intervention (pci) with 2 cypher stents, thrombus was found.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment and 3-vessel disease was found. Pci was performed on a de novo lesion in the proximal left circumflex, the obtuse marginal, the distal left circumflex and the postero-lateral branch of 35mm in length in a 2.5mm vessel diameter at a bifurcation. The (b2) lesion was concentric. Pre-dilation was conducted with a 2.0x15mm balloon at 8 atmospheres (atm) before deploying a 2.5x23mm cypher stent at 18 atm followed by a 2.5x18mm cypher also at 18 atm. The second stent was proximal to the first stent and was overlapping. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not done. The residual diameter stenosis measured 0%. Timi ii and iii flows were recorded pre and post-procedure, respectively. Act was not measured. Intra-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day adn heparin 7,000u. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Three days later, the patient was not showing any symptoms and went to the hospital for pci of the mid left anterior descending artery (lad). Coronary angiography was conducted and thrombus was observed in the lesions previously treated. To treat the thrombus, plain old balloon angioplasty was conducted. Four days later, the patient recovered and was discharged from the hospital. The physician theorized that the cause of the thrombotic event was because the stent was not fully expanded, please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with this event that were submitted under the following manufacturing numbers 9616099-2007-01029 and 9616099-2007-01030.